Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The fluidics module was replaced as a preventive measure. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a vitrectomy procedure the intraocular pressure was reduced and, due to a system delay in compensating the eye tone, the eye was hypo-tonic for a few seconds. The surgery was successfully competed without delay. There was not any harm to the patient reported. Additional information has been requested but not received to date.